Event description:
Caller reported a potential false negative troponin (tni) result. Caller reports patient presented in ER with no initial diagnosis. Caller relates patient may have been experiencing renal dysfunction. Bun and creatine levels were very high. Hemoglobin was 18g. No other discrepant results have been noted at site. Patient passed away while under physical care, cause of death was not provided. Physicians acted upon beckman results. No sample is remaining for investigation. No deviations in sample technique per product insert. Test devices were run at room temperature. Controls are within range.

Manufacturer narrative:
Investigation pending.